Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found an inner, outer polymer extrusion break 174mm proximal to the tip with multiple kinks along the full catheter length. No issues with mid shaft. Kink at the port weld. The crimped stent, balloon sections of the device were visually and microscopically examined and stent strut row 1 to 6 on distal end of stent is undamaged. The remainder of the stent is squashed and deformed in a distal direction away from the proximal marker band. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016. It was reported that crossing difficulties were encountered. The 82% stenosed target lesion was located in the mid left anterior descending artery (lad). A 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion broken and stent damage.